Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator experienced low o2 inlet. All other alerts are associated with the blender. At this time, there is no information about patient involvement.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate and isolated the reported "no ac" problem to fuses being out of place causing and open circuit. Removed fuse holder from power entry module p/n 68272 and inspected fuses, found both fuses to be out of place and not seated properly. Properly seated fuses and applied power, unit is now ventilating normally without any alarms.